Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the posterior lip of the vertebral bodies made the space through which the implants had to pass through tightly. When trialing the surgeon rotated the 15mm plivios revolution trial 389.135 into position. Surgeon directly inserted the 15mm trial, requiring impaction, and concluded that distraction applied to the pedicle screws would create sufficient space. However, as a competitors pedicle screw system was being used there were no pedicle screw distractors available. To create some distraction of the endplates an implant mtf014815 was first placed on the opposite side, this was achieved while distracting the endplates with a 15mm trial. When impacting the second implant into position using the plivios revolution implant holder 381.103 the implant shattered. Another implant was selected and this one was placed in the same way. However, when adjusting its final position by impacting with the mipi 6mm impactor 03.605.500 this implant also shattered. A further implant was selected and implanted successfully. This is 1 of 2 reports for the same event, complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Pedicle screw system manufacturer unknown. Investigation is on going; no conclusion could be drawn as no device was returned or catalog number or lot number provided.